Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a popliteal aneurysm interventional procedure with a 6f sheath. Reportedly, when the foot was lowered in order to take out the device to retrieve the wires [suture], it was impossible to close the lever and remove the device. However, after some handling the device was able to be simply withdrawn, yet while trying to remove it the artery became torn and there was hemorrhage. Surgical intervention was performed to treat the torn artery and hemorrhage. Another prostyle was used but failed to close the access site. Surgical access was performed to achieve hemostasis with a thread 5.00 suture. No additional information was provided.

Manufacturer narrative:
Analysis was performed to the returned device. The reported difficult to retract the foot was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of hemorrhage and vascular injury (tissue damage) are listed in the electronic prostyle instructions for use (eifu), as possible adverse events of use of the device. A conclusive cause could not be determined for the reported difficult to retract the foot. The surgical intervention appears to be related to circumstances of the procedure. Factors that may contribute to a difficult to open foot and device entrapment include, but not limited to; tissue or suture caught in the foot. The reported patient effects are a known risk of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.